Event description:
Literature: toft m, lilleeng b, ramm-pettersen j, et al. Long-term efficacy and mortality in parkinson's disease patients treated with subthalamic stimulation. Mov disord. 2011. (B)(6). Summary: the authors report on the first 144 patients who received subthalamic nucleus deep brain stimulation (stn-dbs) surgery from january 2001 to december 2007 in this retrospective study. Preoperative scores and at least 1 assessment 12 months after surgery were available for 131 patients (mean age of 60.3 years). Postoperative evaluation was then carried out annually, with the neurostimulator turned on and patients were followed until december 31, 2008, or death. Reportable event: a (B)(6) female who had an epileptic seizure shortly after electrode implantation died within the first six months of causes probably related to the surgical treatment. Clinical follow-up and brain imaging showed no evidence of a cerebral hematoma or infarction. Her parkinsonian symptoms had worsened at a postoperative examination one month after surgery, but her general medical condition was unchanged. She died of an unknown cause in a rehabilitation clinic three months after the implantation.

Manufacturer narrative:
Date of death is unknown, no estimate available so the date of notification was used.